Event description:
Initial reporter indicated to manufacturing consultant that the patient has recently had an increase in seizures in the last month and has been hospitalized. There have not been any change in medication or any recent trauma. The md feels that the generator could be nearing eos so it is planned to be replaced prophylactically. The patient's duty cycle is high and all diagnostics, including normal mode, are within normal limits and elective indicator no. Future surgery is planned for the patient, but no date has been set. The hospital where the surgery is planned has a policy of not returning implantable devices to the manufacturer, so the generator will not be available for analysis.